Manufacturer narrative:
The device was not returned and could not be evaluated. It was discarded by the user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. (B)(4)

Event description:
It was reported that during intra-aortic balloon (iab) therapy that the iab leaked. The indication for use was coronary artery bypass surgery (CABG). During the leak the iab and gas line filled with blood and had to be changed. The iab was replaced.